Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 85% stenosed, 37mm x 3.00mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery. Following pre-dilatation with a non-bsc balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and stent malformation was noted. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 85% stenosed, 37mm x 3.00mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery. Following pre-dilatation with a non-bsc balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and stent malformation was noted. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. The stent struts in mid-section of the stent were lifted and pulled from the crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified a kink 229mm proximal of the distal tip. An examination (visual and via scope) on the tip found no issues. No other issues were identified during the product analysis.